Event description:
It was reported, the 4k camera head image appears on then off constantly. The event was found, during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1.: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: device failed water leak test from cable. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.